Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had intermittent audio output. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Receiver charge and boot testing were performed and passed. Functional testing was performed and passed. A "sound" test using the global communication tool was performed and passed. An internal visual inspection was performed and passed. The receiver log was downloaded, and no data was found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.